Event description:
It was reported that two syringes 5ml ll tip bulk convenience pak experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309703. Batch no.: 9308158. 5 ml syringes within bulk sterile convenience pack found to have pieces of plastic debris attached to the tip of the syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 9308158 and all sub-assembly lots involved. The review did not reveal any detected quality issues that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a significant amount of excess material was observed on the syringe tip. It has been determined that this incident resulted from an error in the molding process. Based on the extremely low occurrence of this defect, further action has not been determined necessary at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringes 5ml ll tip bulk convenience pak experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309703, batch no.: 9308158. 5 ml syringes within bulk sterile convenience pack found to have pieces of plastic debris attached to the tip of the syringe.